Event description:
The facility's biomedial technician reported an infusion pump with failure code 11, found during biomed testing. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event. No add'l contact info was provided.